Manufacturer narrative:
The conclusion code of the lead has been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, lot# 0207436262, implanted: (B)(6) 2014, explanted: (B)(6)2016, product type: lead. Country: (B)(6).

Event description:
It was reported that impedance testing found high impedances. It was unknown whether any external factors had led or contributed to the issue. The patient¿s physician decided to replace the lead as a result of the event and the issue was resolved. It was noted the patient felt fine and was alive with no injury at the time of report.

Manufacturer narrative:
Analysis found all conductors were broken at the anchor site (23.0 cm from the distal end). The outer insulation was also kinked/bent 23.0 cm from the distal end and the braided insulation was broken and protruded through the insulation. Furthermore, the insulation/conductors were kinked 2.8 cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.